Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure. Further information was requested but not received.